Manufacturer narrative:
H4: device manufacture date: 1/13/2023. (Suspected lot r23a10154). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the lowest y-site (clearlink). This occurred during patient infusion with total parenteral nutrition (tpn) via a peripherally inserted central catheter (PICC) line. New fluids were ordered to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for d4: the suspect lot is r23a10154. The suspect lot has a UDI # (B)(4) and expiration date 01/12/2025. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.